Manufacturer narrative:
Since there were two medical devices involved in this event, two manufacturer reports are being submitted. This report contains information about the first device. Manufacturer report 300517-2017-00002 contains information about the second device. Based on available information, it is not known what role, if any, the lava ultimate crown or the relyx luting cement may have played in this reported patient outcome. Other factors, such as prior tooth history or dental treatment, may have played a role in the need for root canal therapy.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided to 3m) who required root canal therapy on tooth #31. This tooth had a lava ultimate cad/cam restorative for e4d crown placed on (B)(6) 2013, because a prior restoration in that tooth had caries beneath it. The crown was seated with 3m espe relyx luting cement, a product which is not intended to be used with lava ultimate. On (B)(6) 2016, the patient received root canal treatment.